Event description:
It was reported that the female ll adaptor was found cracked during the infusion. The following information was provided by the initial reporter: "I am reporting to your group a complaint of a cracked female ll adapter found during use" "found during infusion of 5fu."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0001220875 h.4. Device manufacture date: 3/22/2018 h.6. Investigation: DHR was reviewed and no qn/deviations were observed. One sample of the 1023-105-071 (female ll adaptor) model was shared by customer, the sample was inspected and during visual inspection it was observed a damage in one side of the sample confirming the reported failure mode. Since the reported model is supplier related, a manufacturing information was requested, the supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot regarding to the dirt in the component and it was manufactured according with supplier internal procedure, since the mold was transferred and no issues were found during manufacturing, therefore, the root cause could not be determinate. See h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the female ll adaptor was found cracked during the infusion. The following information was provided by the initial reporter: "I am reporting to your group a complaint of a cracked female ll adapter found during use". "Found during infusion of 5fu".